Event description:
The sales representative reported that during a surgical procedure to explant hardware and add a level of fusion, the surgeon bent for universal drivers when trying to remove the implanted screws. The surgeon was unable to remove all of screws and some were left in place. There was a surgical delay of 30 minutes.

Manufacturer narrative:
Product is an instrument and is not implantable. Results of the device history record review indicate the part met specification. Visual examination indicates one of the driver prongs is bent in the count clockwise direction. An engineering investigation determined the cause for bent driver prongs is off-axis use. Review of the surgical technique indicates warnings against off axis use were issued october 2007. Note: a report or other info submitted by a reporting entity under this part, and any release by FDA of that report of info, does not necessarily reflect a conclusion by the party submitting the report to FDA that the report of info constitues an admission that the device, reporting entity, or its employees or agents caused or contributed to the reportable event. The reporting entity need to admit and may deny (and may expressly reserve the right to deny) that the device, the party submitting the report or employees thereof caused or contributed to a reportable event.